Event description:
I had the essure coils put in in (B)(6) 2016 and within a few months, I noticed that I was losing a lot of hair (now a little over a year later I've lost about half the volume of my hair and it is still falling out). I was also experiencing abdominal pain and cramps along with lower back pain, that although not severe, was continuous and unrelenting. I began feeling fatigued and kind of lethargic - I couldn't seem to get the energy to do even the things I enjoyed. I began getting headaches daily usually accompanied by nausea. I no longer have any libido and sex is uncomfortable. I began having troubles sleeping and having cold sweats at night. I thought at first that I was possibly entering menopause, but my menstrual cycle is still perfectly normal. I went to (B)(6) in (B)(6) 2017 due to my overall feeling of fatigue, nausea and pain and was told it was probably just a virus. I went back in (B)(6) 2017 for a complete physical and the blood work came back normal for everything.